Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned severed 8 cm from the terminal pin. A separation between the terminal end insulation and the anode ring was observed. This damage is consistent with a compromised medical adhesive bond between the insulation and the anode ring.

Event description:
Boston scientific received information that while the physician was doing a device changeout, the lead was accidentally pulled apart from the pace/sense area. This is about six centimeters from the distal tip of the lead, above the yoke. The high voltage portion of the lead is still in service, as well as the portion that remains with the device. No adverse patient effects were reported.